Event description:
A us distributor contacted zoll to report that a patient developed a wound under her right breast. The wound is draining. There was no alleged device malfunction contributing to the irritation. Bandages were applied to the wound by the nursing staff. The lifevest was removed due to wounds initially but a physician wanted the patient to continue wearing the lifevest. Follow up indicated that the wound was still bandaged but has improved and the drainage isn't as bad.